Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed.

Event description:
This is a spontaneous report by a us facility nurse of cloudy effluent and patient expiration in a (B)(6) male patient coincident with dianeal therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). During a follow up call, the nurse indicated: on an unreported date in 2010, the patient may have developed peritonitis/infection. On (B)(6) 2010, the patient expired cause unknown. Treatment information was not known. It was unknown if an autopsy was performed. Dianeal therapies were ongoing at the time of the patient's death. Per the nurse, the death was not related to dianeal therapies. The cause of death was reported as deterioration and failure to thrive.

Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lot number gd873919 with no deviations from standard procedure. Root cause for the peritonitis was not identified due to insufficient information available. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the second of two reports associated with this event.